Event description:
It was reported that the pt was having benefit from the device until (B)(6) 2013. On the morning of (B)(6) 2013, the pt's father noticed the non-hearing behavior of his child. The external devices were checked and were found to be functional. According to the additional information received on (B)(4) 2013, pt's mother said that the shield fell off his bed last month and a scar could been seen on the vertex of the contra-lateral side. The pt has been re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.